Event description:
It was reported to boston scientific corporation that a jagtome rx was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while inside the patient, the device failed to deliver current. Bile/tissue was wiped off the device and a second attempt was made to use the device. However, the device still failed to deliver current. A non-bsc active cord was used, and the same active cord was used to complete the procedure. The procedure was completed with another jagtome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagtome rx was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while inside the patient, the device failed to deliver current. Bile/tissue was wiped off the device and a second attempt was made to use the device. However, the device still failed to deliver current. A non-bsc active cord was used, and the same active cord was used to complete the procedure. The procedure was completed with another jagtome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that there were several twists along the working length of the device. The cutting wire length was measured and found to be within specifications. Functional evaluation found that the electrical resistance of the cut wire was within specifications. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result: although the full investigation did not confirm that the device would not cut, the stress problem is being used to capture the twisted working length.